Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).

Event description:
Allegedly per hospital report, "failed hardware, left foot, 1st metatarsophalangeal joint. Plate broke requiring second surgery on (B)(6) 2013 to remove and replace broken plate."

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.